Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure due to high impedance detected on the leads. The patient is doing great post operatively. The explanted device will not be returned as it was retained by patient.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <pjs, nhl>. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7105199. UDI: (B)(4).